Event description:
At 1330 put up cardizem ivpb. Set pump rate at 6 volume 50. At 1420 came into room and pump display read "air," panel read rate 6 volume 48, another rn verified pump settings-pump error. Calcium given as antedote. Pt does not seem ot have long term effects from inicident. Pump sent back to MFR for testing.